Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system was not booting up, showing button pressed error. The review of system log files showed control 29 tabletop long lat joystick is active at startup error. The rse instructed the customer to check all the buttons and to release the active button. Customer found an active mushroom button on pedestal. To resolve the issue, customer released that button, after which the system booted up normally and the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.